Event description:
Information was received indicating that upon removal of this tracheostomy tube it was noted that the "wire spiral was coming out of the bottom." This damage was not seen when the tracheostomy tube was initially placed. No additional adverse patient effects were reported.